Manufacturer narrative:
D4: the device lot number was not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called on (B)(6) 2025 stating that their system controller alarms on the mobile power unit (mpu) so they have to stay on batteries at all times. The healthcare provider did a test to see if the controller beeped when there was tension on the power cords and it was confirmed that the controller beeps with the tension. The alarms were also occurring on the power module. X-rays of the driveline were taken. The patient went to do a controller exchange and the driveline was stuck in the controller. Log files were sent for review and showed constant power cable disconnects on the black lead of the controller showing zero for the power lead voltage (rsoc). Tech services was onsite on (B)(6) 2025 to dismantle the controller to release the stuck driveline. They first tried pressing hard on the red release button with blunt end pliers. This was able to release the driveline with no issues. There was notable green ooze on the end of the metal connector prior to being reconnected to another controller. The ventricular assist device (vad) coordinators were told that the end would need to be cleaned off once the patient could tolerate the pump being off for several seconds.

Event description:
It was reported that the patient reported alarms from their system controller on the power base unit (pbu), so they switched to battery power long-term. It was noted that the patient's old pbu was replaced (B)(6) 2024 for the same issue. The alarm was reproduceable, with the device beeping when, with the controller hooked up to batteries, and the battery in the "up" position (battery clip on the bottom), tension was applied to the power cables. An x-ray of the patient's driveline was taken. The patient underwent a controller exchange, and the driveline became stuck in the old controller and the red button unable to be depressed, with the engineer having to "take it apart and degoop" the driveline, and this was noted to have happened before (cs-180738). Technical services was onsite 16apr2025 and dismantled the exchanged controller, releasing the driveline by pressing on the red release button with blunt-end pliers. There was notable green ooze from the end of the metal connector prior to being reconnected to the new controller. Log files were submitted for review and captured constant power cable disconnect alarms on the black power cable of the system controller, showing zero for the relative-state-of-charge (rsoc), and it was noted the alarms were occurring on the power module as well.

Manufacturer narrative:
Manufacturer's investigation conclusion: fluid ingress consistent with the reported power cable disconnect alarms was confirmed through the onsite evaluation by an abbott technical service representative. Although a specific cause for difficulty disconnecting the driveline could not be conclusively determined, the abbott technical service representative reported a notable green ooze on the end of the metal connector of the driveline, which could have contributed to the driveline getting stuck in the controller. Further, a specific cause for the observed fluid ingress could not be conclusively determined through this evaluation. The submitted log file contained events from 15apr2025 and captured power cable disconnect alarms related to the black power cable for the duration of the file. These atypical alarms appear to be consistent with fluid ingress into the system controller (refer to the system controller investigation). No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate ii left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbooks, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The IFU and the patient handbook state that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. The IFU and the patient handbook instruct the user to take care to protect external system components from water or moisture - outside in heavy rain or snow, and always for every shower. These documents further state to never submerge the driveline or other system components in water or liquid. Section 2 of the patient handbook addresses the proper steps for connecting the driveline to the system controller. This section also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.